Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented for an implant procedure. During the implant it was noted that right ventricular (rv) lead was failing to sense. The physician tried to reposition the lead several times and no signal could be established. The physician opted to replace the rv lead, a new lead was successfully implanted. The patient was in stable condition.